Event description:
The customer reported that stripes and noise in the image occurred with the evis exera iii xenon light source. In addition, a temporarily b30 error was noted. There was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
An olympus field service engineer (fse) inspected the device onsite and upon evaluation, the reported issue was not confirmed. The unit was tested with an endoscope and multiple on/off switch failures occurred. The fse cleaned the inside of the unit and installed a new socket to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that b30 (scope communication error) or image failure occurred due to poor contact or disconnection. They could not estimate the cause of the clv socket failure. Olympus will continue to monitor field performance for this device.